Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined. It is possible that the event occurred due to a faulty scope socket. The instruction manual identifies the following verbiage for troubleshooting, which may have prevented the phenomenon: "the monitor is off. Turn the monitor on as described in the monitor¿s instruction manual. The endoscope, camera head, or video converter is not connected correctly. Connect the endoscope as described in its instruction manual. (See also section 6.3, ¿connection of an endoscope¿ the videoscope cable exera ii is not connected correctly. Connect the videoscope cable as described in section 6.3, ¿connection of an endoscope¿. The monitor cable is not connected correctly. Connect the monitor cable as described in section 3.5, ¿connection of the monitor¿. The output setting of the monitor is incorrect. Set it correctly as described in the monitor¿s instruction manual. A setting screen is displayed. Press the ¿esc¿ key on the keyboard to display the endoscopic image screen. The color bar image has been displayed. Press the ¿esc¿ key on the keyboard to restore the endoscopic image. The brightness setting of the monitor is improper. Set a proper brightness as described in the monitor¿s instruction manual. The synchronized signal setting of the monitor is improper. Set a proper signal as described in the monitor¿s instruction manual." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The field service manager (fsm) spoke with the customer to help ensure the cabling was properly connected to the unit. Then had the customer replace the cabling as well as the scope and that did not resolve the issue. At this time, a field service engineer (fse) was requested to contact the customer and continue trouble-shooting. An fse was dispatched to the facility and reviewed the unit. The sockets were very dusty, and the fse cleaned those to remove the dust. The cabling was secured and the unit tested. The cv-190 displayed a color bar, but no image when a scope was plugged in. Two different scopes were used, but both failed. After confirming the cabling was good, fse recommended that the unit be sent in for inspection and possible repairs. The device has not been returned for evaluation yet. However, if additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that the evis exera iii video system center was not producing an image. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.